Manufacturer narrative:
Philips has investigated this complaint. Per the information collected, the wireless footswitch was not paired with the base station even after the footswitch was charged. Philips has confirmed that the reported failure is due to a connectivity issue. To resolve the issue, fse replaced the wireless footswitch and base station. The connection failure in the wireless footswitch has been resolved with a software update. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. The defective part was returned for analysis and failure was not confirmed. Philips has initiated a medical device correction (z-0476-2022). The correction has been implemented at the customer and the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction and removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the wireless foot switch had a connection issue. The system was not in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced the wireless foot switch and the base station. The device was returned to expected functionality.